Manufacturer narrative:
(B)(4). Foreign: germany. Study: torle et al : less polyethylene wear in monobloc compared to modular uhmw pe inlays in hybrid tka- a 5-year randomized radiostereometry study. Information was received via a clinical study. Attempts were made to obtain additional information but were unsuccessful. Below are the results of the investigation: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the knee (2001) that reported a prospective study from denmark that looked at comparing wear and migration of monobloc and modular total knees. The purpose of the study was to determine if pe wear in monobloc tka differs from that of modular tka at 60-month follow-up. The study reported 3 patients in the modular-fm group experienced mediolateral instability 4-9° (category 2) at the 60-month follow up.